Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, the device was returned and is an 8 mm x 40 mm absolute pro stent delivery system.

Event description:
It was reported that the 8.0 x 40 x 135 mm absolute pro vascular stent was removed from the packaging without difficulty. It was noted that the sheath was pulled back and the stent was exposed. The device was not used and a second same device was used to complete the procedure. There was no patient involvement, no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.